Event description:
It was reported by the patient's mother that when the vns battery is depleting, patient begins having increased seizures. No additional relevant information has been received to date.